Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported loss of suction. Prior to patient use during customer testing of the suction set up, the healthcare professional noted loss of suction. The liner was "tested" twice and after removing the water from the liner, it was possible that the shut off valve may have gotten wet. Though requested, no additional information was provided.